Event description:
Reason for revision was possible osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915. No additional information was obtained. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.